Manufacturer narrative:
Initial and final MDR 1908292 - MDR 3003442380-2024-13261 - device 2 of 4.

Event description:
Unomedical reference number (B)(4). Event occurred in italy, on (B)(6) 2024, it was reported that four infusion set was fell off during use and infusion set is used for 1 day. No further information available.